Event description:
While running an hiv-1 p24 antigen assay, the summit sample handler, misread a sample barcode as "?0" instead of "16067p". No error message was given. No death or serious injury was associated with this event.